Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call high blood glucose. Customer's blood glucose level was over 300 mg/dl. Troubleshooting for high blood glucose was performed. Customer's blood glucose levels continued to rise and they were taken to the hospital. Customer advised they smelled insulin a few days before the hospitalization and were wearing the insulin pump when admitted into the emergency room. Customer experienced low levels of diabetic ketoacidosis. Customer's father wanted a representative to help change the programming on the insulin pump. Customer has been to the hospital three times.